Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they first noticed the lack of therapeutic effect on (B)(6) 2018. They were unable to get the ins to recharge, and the leads had been checked by a rep in (B)(6) 2018 who determined the leads were not working. They could not recall any circumstances/factors that could have led to the leads not working. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that about two months prior to (B)(6) 2018, the ins had quit working. The patient had been complaining of frequent recharging and lack of efficacy. The ins was checked a few weeks prior to (B)(6) 2018, and found to be "faulty in the apparatus". In pre-op for the replacement surgery, all impedances were found to be over 10,000 ohms. It was decided to replace the entire system with two new leads and newer ins model. It was reported that during the ins replacement, the leads were found to be unhooked from the ins, and the whole unit wasn't working. It was confirmed there were no issues with the external equipment. The explanted devices were discarded because the physician did not want them sent back for analysis. On (B)(6) 2018, it was noted the issues were resolved following the replacement surgery. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). They reported the patient had first noticed the lack of therapeutic effect and having to recharge more frequently sometime before the office visit on (B)(6) 2018; the hcp did not provide a more exact date. The patient had x-rays performed in office, which revealed the lead had migrated below the t10 level. The cause of the leads becoming disconnect from the ins was not determined. No further complications were reported or anticipated.